Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the unknown plate was broken. A hardware removal for the proximal femur replacement will took place on (B)(6) 2021. No indication as to why it was broken or how long it was broken. The hardware was removed successfully. Concomitant devices reported: unknown screws (part# unknown; lot# unknown; quantity: unknown); this is report 1 of 1 for (B)(4).